Manufacturer narrative:
The customer stated that the power cord from their dell pc was connected to a gno box used with their chartr (non-natus) product. The customer did not have an isolation transformer box which is supplied with the navigator pro and advised by the user's and service manual to be used in conjunction with the navigator pro. The customer stated that they would troubleshoot their power cable connections after a natus technical service representative advised that this may be the source of interference. On 13 nov 2017, a natus technical service representative attempted to follow up with the customer, but there was no response from the customer. Users are instructed to separate sources of electromagnetic energy from away from cables carrying patient response. Users are also instructed to not use outlet strips or extension cord and to connect the isolation transformer directly to the wall outlet.

Event description:
The customer reported to natus medical that they were observing sinusoidal-shaped interference in the output of their navigator pro unit.

Manufacturer narrative:
The customer stated that the issue was resolved by moving the power cable connections around and changing a power cable.